Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device upgrade procedure, the right ventricular (rv) lead was unable to be removed from the device. The rv lead was removed by the physician using force on a pincet. The physician then observed insulation damage and was uncertain whether the excessive force caused the damage. The issue was resolved by capped and replacing the rv lead during the unrelated procedure. The patient was in stable condition.